Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the radiofrequency (rf) head was unable to interrogate a device. It was indicated however that the rf head tested out of specification on the e-field immunity functional test. It was also indicated that the head had a cracked upper case lense, a rusty magnet, and corrosion in some areas. The head was to be scrapped and replaced. (B)(4).

Event description:
It was reported that the radiofrequency (rf) head for the programmer was unable to interrogate a device. A second rf head was used, but it could not interrogate the device either. Another rf head was used which was able to complete the device interrogation. Both rf heads are expected to be returned. The rf heads were returned. No patient complications have been reported as a result of this event.